Event description:
According to the reporter, the patient was admitted due to 24 hours of increased dyspnea. At admission, the patient was tachypneic and cyanotic. The intubated patient had progressive hypotension with desaturation. The patient went into respiratory arrest with successful resuscitation. It was verified that the tube had a broken 'pneumotaponator'. The tube was replaced with a larger size tube without complications. Respiratory management was optimized due to bronchospasm, which was present with potentially fatal asthma. Intravenous corticosteroid and magnesium sulfate was used for medical management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.